Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "essure tubal occlusion and novasure endometrial ablation performed". The patient's past medical history included multigravida, augmentation mammoplasty and menorrhagia. Concurrent conditions included migraine and headache. On (B)(6) -2015, the patient had essure inserted. In april 2015, the patient experienced fatigue ("fatigue"). In may 2015, the patient experienced back pain ("back pain constant severe"), migraine ("migraines worsened (migraines were severe and occurred almost everyday)"), feeling abnormal ("foggy feeling"), the first episode of arthralgia ("leg/joint pain constant"), the second episode of arthralgia ("hip pain, severe constant") and abdominal pain ("abdomen pain"). In june 2015, the patient experienced weight increased ("weight gain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In june 2016, the patient experienced vaginal discharge ("vaginal discharge increase in amount"). In 2016, the patient experienced urinary incontinence ("weak bladder with incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain, pain"), headache ("headaches worsened"), memory impairment ("forgetfulness") and allergy to metals ("nickel allergy (positive nickel allergy test)") with rash and urticaria. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (single sided robotic assisted total laparoscopic hysterectomy with salpingectomy). Essure was removed on (B)(6) 2017. In may 2017, the back pain, headache and the last episode of arthralgia had resolved. In june 2017, the abdominal distension, feeling abnormal and memory impairment had resolved. At the time of the report, the device dislocation, pregnancy with contraceptive device, weight increased, pelvic pain, urinary incontinence, migraine, allergy to metals, fatigue, alopecia, vaginal discharge and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, device dislocation, fatigue, feeling abnormal, headache, memory impairment, migraine, pelvic pain, pregnancy with contraceptive device, urinary incontinence, vaginal discharge, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: essure insertion procedures: 1. Dilatation and curettage, operative hysteroscopy, with resection of polyp. 2. Essure tubal occlusion. 3. Novasure endometrial ablation. Findings: the patient had a cavity with multiple polyps, otherwise normal shape cavity. She did not undergo essure confirmation test. Plaintiff's current weight: 142 lbs. Approximate weight at the time of essure placement: 125 lbs. Diagnostic results: she did not undergo essure confirmation test. On unspecified date, positive nickel allergy test. (B)(6) 2017 surgical pathology report included chronic cervicitis, bilateral fallopian tubes with no histopathologic abnormality, bilateral essure coils. Uterus (118 grams) with atrophic endometrium and leiomyoma. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device monitoring error quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Respective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure (batch no. C06473) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "essure tubal occlusion and novasure endometrial ablation performed". The patient's past medical history included vaginal delivery, augmentation mammoplasty and menorrhagia. Concurrent conditions included migraine and headache. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced back pain ("back pain constant severe"), migraine ("migraines worsened (migraines were severe and occurred almost everyday)"), feeling abnormal ("foggy feeling"), the first episode of arthralgia ("leg/joint pain constant"), the second episode of arthralgia ("hip pain, severe constant") and abdominal pain ("abdomen pain"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge increase in amount"). In 2016, the patient experienced urinary incontinence ("weak bladder with incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain, pain"), headache ("headaches worsened"), memory impairment ("forgetfulness") and allergy to metals ("nickel allergy (positive nickel allergy test)") with rash and urticaria. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (single sided robotic assisted total laparoscopic hysterectomy with salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the back pain, headache and the last episode of arthralgia had resolved. In (B)(6) 2017, the abdominal distension, feeling abnormal and memory impairment had resolved. At the time of the report, the device dislocation, pregnancy with contraceptive device, weight increased, pelvic pain, urinary incontinence, migraine, allergy to metals, fatigue, alopecia, vaginal discharge and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, device dislocation, fatigue, feeling abnormal, headache, memory impairment, migraine, pelvic pain, pregnancy with contraceptive device, urinary incontinence, vaginal discharge, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: essure insertion procedures: 1. Dilatation and curettage, operative hysteroscopy, with resection of polyp. 2. Essure tubal occlusion. 3. Novasure endometrial ablation. Findings: the patient had a cavity with multiple polyps, otherwise normal shape cavity. She did not undergo essure confirmation test. Plaintiff's current weight: 142 lbs. Approximate weight at the time of essure placement: 125 lbs. Diagnostic results: she did not undergo essure confirmation test. On unspecified date, positive nickel allergy test. (B)(6) 2017 surgical pathology report included chronic cervicitis, bilateral fallopian tubes with no histopathologic abnormality, bilateral essure coils. Uterus (118 grams) with atrophic endometrium and leiomyoma. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: essure lot number c06473 was inserted on permanent birth control by bilateral occlusion of the fallopian tubes. Plaintiff's information was updated. Plaintiff also experienced bladder or urinary problems or changes: weak bladder with incontinence, migraines / headaches, neurological conditions or problems type: foggy feeling, forgetfulness, nickel allergy, rashes or skin conditions type: rash on chest, fatigue, gastrointestinal or digestive system condition type: bloating, hair loss, vaginal discharge, hip, joint and leg pain and hives. She underwent to hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017. Medical records received: historical condition included menorrhagia. Essure insertion procedures included: procedures: dilatation and curettage, operative hysteroscopy, with resection of polyp, essure tubal occlusion and novasure endometrial ablation. She did not undergo essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in a 45-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "essure tubal occlusion and novasure endometrial ablation performed". The patient's medical history included multigravida, augmentation mammoplasty and menorrhagia. Concurrent conditions included migraine and headache. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced back pain ("back pain constant severe"), migraine ("migraines worsened (migraines were severe and occurred almost everyday"), feeling abnormal ("foggy feeling"), arthralgia ("leg/joint pain constant/hip pain, severe constant") and abdominal pain ("abdomen pain"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge increase in amount"). In 2016, the patient experienced urinary incontinence ("weak bladder with incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), headache ("headaches worsened"), memory impairment ("forgetfulness"), allergy to metals ("nickel allergy positive nickel allergy test") with rash and urticaria and myalgia ("muscle soreness") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (single sided robotic assisted total laparoscopic hysterectomy with salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the back pain, headache and arthralgia had resolved. In (B)(6) 2017, the abdominal distension, feeling abnormal and memory impairment had resolved. At the time of the report, the device dislocation, pregnancy with contraceptive device, weight increased, pelvic pain, urinary incontinence, migraine, allergy to metals, fatigue, alopecia, vaginal discharge, abdominal pain and myalgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device dislocation, fatigue, feeling abnormal, headache, memory impairment, migraine, myalgia, pelvic pain, pregnancy with contraceptive device, urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: essure insertion procedures: 1. Dilatation and curettage, operative hysteroscopy, with resection of polyp. 2. Essure tubal occlusion. 3. Novasure endometrial ablation. Findings: the patient had a cavity with multiple polyps, otherwise normal shape cavity. She did not undergo essure confirmation test. Plaintiff's current weight: 142 lbs. Approximate weight at the time of essure placement: 125 lbs. Diagnostic results: she did not undergo essure confirmation test. On unspecified date, positive nickel allergy test. (B)(6) 2017 surgical pathology report included chronic cervicitis, bilateral fallopian tubes with no histopathologic abnormality, bilateral essure coils. Uterus (118 grams) with atrophic endometrium and leiomyoma. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device monitoring error, pelvic pain. Batch no c06473, production date 2013-12-20, & expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in a 45-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "essure tubal occlusion and novasure endometrial ablation performed". The patient's medical history included multigravida, augmentation mammoplasty and menorrhagia. Concurrent conditions included migraine and headache. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced back pain ("back pain constant severe"), migraine ("migraines worsened (migraines were severe and occurred almost everyday)"), feeling abnormal ("foggy feeling"), painful joints ("leg/joint pain constant"), pain in hip ("hip pain, severe constant") and abdominal pain ("abdomen pain"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge increase in amount"). In 2016, the patient experienced urinary incontinence ("weak bladder with incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), headache ("headaches worsened"), memory impairment ("forgetfulness"), allergy to metals ("nickel allergy (positive nickel allergy test)") with rash and urticaria and myalgia ("muscle soreness") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (single sided robotic assisted total laparoscopic hysterectomy with salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the back pain, headache, painful joints and pain in hip had resolved. In (B)(6) 2017, the abdominal distension, feeling abnormal and memory impairment had resolved. At the time of the report, the device dislocation, pregnancy with contraceptive device, weight increased, pelvic pain, urinary incontinence, migraine, allergy to metals, fatigue, alopecia, vaginal discharge, abdominal pain and myalgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, device dislocation, fatigue, feeling abnormal, headache, memory impairment, migraine, myalgia, painful joints, pelvic pain, pregnancy with contraceptive device, urinary incontinence, vaginal discharge, weight increased and pain in hip to be related to essure. The reporter commented: essure insertion procedures: 1. Dilatation and curettage, operative hysteroscopy, with resection of polyp. 2. Essure tubal occlusion. 3. Novasure endometrial ablation. Findings: the patient had a cavity with multiple polyps, otherwise normal shape cavity. She did not undergo essure confirmation test. Plaintiff's current weight: 142 lbs. Approximate weight at the time of essure placement: 125 lbs. Diagnostic results: she did not undergo essure confirmation test. On unspecified date, positive nickel allergy test. (B)(6) 2017 surgical pathology report included chronic cervicitis, bilateral fallopian tubes with no histopathologic abnormality, bilateral essure coils. Uterus (118 grams) with atrophic endometrium and leiomyoma. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device monitoring error, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event muscle soreness. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), weight increased ("weight gain"), pelvic pain ("pelvic pain, pain"), abdominal distension ("bloating") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, weight increased, pelvic pain, abdominal distension and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, back pain, device dislocation, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.